Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Unable to duplicate the complaint. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range battery cap and cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) over 600 mg/dl with moderate ketones, increased thirst/urination, blurred vision, nausea, and fatigue. Patient received no unusual treatment, and continued on pump. During troubleshooting, customer support (cs) found that all settings and programs are as expected, and the basal and bolus histories are recorded as expected. Cs did not identify any condition/medication that would have contributed to the event, nor any cause for the perceived inaccurate delivery. Cs advised patient to discontinue pump. Though trouble shooting did not reveal any delivery issues the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.